Event description:
It was reported that the patient with this pacemaker system visited the hospital after experiencing dizziness symptoms. At the hospital the device was interrogated, and a lead safety switch (lss) was found to have been triggered due to high out of range pace impedances on this right ventricular (rv) lead. The physician determined that the cause of the high out of range pacing impedances may have been due to a lead conductor fracture. A lead revision procedure was performed, the rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.